Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion post procedure. It was reported that a farawave catheter was selected for use during a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation (afib). Post procedure, roughly 3 hours after the end of the procedure, the patient presented an epicardial effusion. A pericardiocentesis was performed and 250/300 cc of fluid were removed. The patient recovered and no other fluid deposit formed. Procedure was completed before the insurgence of the patient complication. The device is not expected to be returned as the complication emerged after the procedure, when the device would have been discarded.